Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Def trigger knob broken confirmed complaint: defrost trigger broken off. Valve body o rings leaking. Replaced o rings and defrost trigger. Repair order 98269 trigger damage previously reported. 1216677-2022-00154 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 10/30/2013 under wo # (B)(4) and shipped on 11/19/2013. Manufacturing record review: DHR-148128 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this product was returned on 08/06/2014 and no issues were found. This product was returned on 05-20-15 for a broken insulator tube. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98269 this unit was at csi on 04/18/2022. Visual evaluation: visual examination of the complaint unit revealed that the defrost trigger was broken off. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The valve body o-rings were leaking. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped or it could be normal wear and tear. *correction and/or corrective action the complaint unit was repaired and returned to the customer. The defrost trigger and valve body o-rings were replaced.. No further corrective actions are required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Def trigger knob broken confirmed complaint: defrost trigger broken off. Valve body o rings leaking. Replaced o rings and defrost trigger. Repair order (B)(4) trigger damage previously reported. 1216677-2022-00154 ll100 cryosurgical 900001 (B)(4)